Event description:
During testing at the user facility, it was noted that a prong and ground prong on the ac power cord were bent. The device was returned to the biomedical department for a report of "damaged plug." No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found that all 3 prongs on the ac power cord plug were bent. The probable cause for the bent prongs on the ac power cord is use in the customer environment. If the ac power cord was attempted to be removed from an outlet by pulling at an angle it is possible to damage the ac power cord prongs. This report represents all the info known by the reporter upon query by hospira personnel.